Event description:
Caller reported that a malfunction occurred on the pump, identified by the malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the same malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, to which the caller agreed and understood.